Event description:
It was reported that 2 days post a coronary drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The pt presented with a non-st elevated mi. The pt was brought to the cardiac cath lab. The proximal left anterior descending (lad) artery had an 80% stenosis. The initial timi flow was 3. The physician predilated with a 3.0 x 15 mm maverick balloon, which was inflated for 12 seconds at 6 atms. A taxus express2 3.00 x 20mm drug eluting stent was placed and deployed for 12 seconds at 14 atms for successful intracoronary stenting. Timi flow remained 3. There were no pt complications. Heparin and integrilin were used and an integrilin drip was started. At some point the pt left the hosp and discontinued the integrilin infusion against medical advisement. Two days post procedure the pt returned with acute onset of chest pain and ventricular fibrillation arrest. Pt was transferred from the ER post cardiac arrest. Lateral defib patches were applied. A lidocaine drip was started. Pt was agitated, so bilateral wrist and ankle restraints were used to protect sterile field and airway. Access was obtained through the right femoral artery. Lad had timi flow 0. The physician first predilated the proximal lad with a 3.0 x 20 mm maverick balloon inflatedthe balloon 3 times to 6 atms for 5-8 seconds. The physician then used a 2.5 x 20 mm maverick balloon. Six inflations were made to 6 atms for 6-9 seconds. A taxus express2 2.75 x 32 mm drug eluting stent was placed in the proximal lad and deployed for 14 seconds at 12 atms. The stents delivery system was removed and a 2.5 x 20 mm maverick balloon was placed in the mid lad and inflated 5 times to 6 atms for 30-120 seconds. A dissection was noted distally and a third taxus stent, 2.75 x 24 mm, was placed in the mid lad and deployed for seconds at 12 atms. The stent delivery system and ptca guide catheter were removed. Post intervention timi flow was 3. Sheath was sutured in place. During this reintervention the pt received an integrilin bolus, heparin, ic nitroglycerin, and an integrillin drip was started. There was no significant residual stenosis following stent placements. Pt had left ventricular systolic dysfunction with severe anterior hypokenesis and apical dyskinesis. Pt was transferred to the ccu. No further pt complications were reported.